Manufacturer narrative:
The field service engineer was at the customer site and observed that the cause of control failure was because of improper dosing due to a rinse pump malfunction causing bubbles in aspiration line. He replaced the rinse pump to resolve the issue. Service activity verified to meet specified requirements as per established procedures (B)(4).

Event description:
The customer reported control failures for multiple analytes on their ichem velocity automated urine chemistry system.